Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display is missing two segments. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. An internal inspection of the device revealed corrosion on the system board due to fluid ingress. The system board was replaced and the unit functioned as designed.